Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected). The customer´s mother put a new battery but the same error remains, when presses ok goes to date and language after setting them pump returns to the same error. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for display and not performed for pump error 53. It was found that the customer called back after resting pump for 2 hours and replacing battery and the frozen display continued. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a flashing white display after battery installation. Unable to perform any testing including self test and displacement test or verify pump error 53 due to the flashing display. Unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however on adapt, confirmed 53 alarm on 04/05/2025 09:33:52.000 hour for alarms that may have occurred in the past and line number 1428 file number 568 04/05/2025 09:33:52.000 or during a complaint call that might have triggered the reason complaint. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside of the battery tube. The flashing white display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and and pillowing keypad overlay. Unable to verify pump error 53 due to flashing white display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.